Event description:
Hematoma was noticed. Hosp called dornier service to check on the device. The pt recovered. The event occurred in (B)(6).

Manufacturer narrative:
The complete system check showed a proper working device within its defined system spec. The pt has recovered completely. (B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the MFR) per exemption number (B)(4).